Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent noise was observed on the atrial lead during a pulse generator replacement procedure. The atrial sensitivity was increased to 2.5 mv and the post ventricular atrial blanking period was increased to 150 ms. The lead would be monitored. It was also noted that through the years impedance had increased from 400 ohms to 1400 ohms.